Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a cerebrovascular accident occurred and an incomplete seal of the laa was noted. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was successfully implanted. On (B)(6) 2018, the patient woke up with right sided arm numbness. The patient was admitted to the hospital. The transesophageal echocardiogram (tee) was negative for thrombus and the laa seal had a jet size of 5mm. The computerized tomography (CT) scan showed no evidence of acute intracranial hemorrhage or mass effect and resolution of the previously identified intraventricular hemorrhage. There were stable chronic infarcts in the right frontal lobe, right parietal and occipital lobes and left occipital lobe and stable moderate chronic microvascular changes. Further work up for etiology of a stroke has been prevented as the patient was not able to have MRI/mra due to severe kyphosis. There were no corrective actions. The event was considered related to medication, not the device or procedure. The patient was discharged on (B)(6) 2018 with further follow up recommended and the event is considered ongoing.

Event description:
Asap too study. It was further reported that the watchman was implanted on (B)(6) 2018, not (B)(6) 2018 as previously reported. A complete seal was noted at the time of implant. Prior to the index procedure, aspirin was administered and after the implant the patient was started on clopidogrel and aspirin. The patient was discharged on (B)(6) 2018. The "previously identified intraventricular hemorrhage" that was previously noted was the result of a fall. It was further reported that on (B)(6) 2018 the patient tripped and fell. On (B)(6) 2018 the patient returned for an asymptomatic computed tomography (CT) scan of the head. The CT scan revealed, acute to subacute parenchymal contusion and subarachnoid hemorrhage in the inferior portion of the right frontal lobe; small amount of layering intraventricular hemorrhage in the occipital horns of lateral ventricles with stable chronic right occipital and frontal lobe infarct and chronic bilateral ischemic changes. The bleeding academic research consortium (barc) criteria for the bleeding complication was type 3c. Post neurological consult, keppra 500mg was prescribed and recommended to resume aspirin and plavix. On (B)(6) 2018, the event was considered resolved and the subject was discharged on the same day. It was further reported that on (B)(6) 2018 the patient also complained of chest pain, shortness of breath, neck and jaw pain similar to a previously experienced myocardial infarction; however this resolved without intervention and remains asymptomatic. Neurological examination revealed, the patient to be alter, oriented to person place and time and followed command with left facial drop from previous stroke. Right upper extremity dysmetria on finger to nose exam with decreased sensation when compared to the left upper extremity. Lack of steriognosis and graphesthesia on the right upper extremity was also noted. On (B)(6) 2018, the national institutes of health stroke scale (nihss) on admission was 2. The baseline nihss on (B)(6) 2018 was 1. The visual field testing: partial hemianopia. The event modified rankin scale (mrs) detail is not known, the baseline mrs on (B)(6) 2018, was 3: moderate disability requiring some help, but able to walk without assistance. The patient was recommended to resume the antiplatelet regime and statin. Physical and occupational therapy evaluation was also recommended. The patient was diagnosed with stroke of undetermined origin and location either in the left hemisphere or brain stem. The suspected cause was atrial fibrillation. On (B)(6) 2018, the patient no longer had numbness of the right arm however still exhibited ataxia. Tte revealed, mild mitral valve regurgitation, moderate to severe mitral annular calcification, ava by continuity was 1.0 and moderate to severe as. The patient condition continued to improve.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, other relevant history: updated if implanted, give date corrected from (B)(6) 2018 to (B)(6) 2018. (B)(4).